Event description:
Additional information received reported that the patient received assistance from their doctor or manufacturer¿s representative (rep) on (B)(6) 2014 and their concerns were resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that about three weeks prior to the report the patient had a loss of therapeutic effect. Three weeks prior to the report the patient had pain in the back, leg, and foot that came back very strong on the right side. Three weeks prior to the report the patient started to limp and couldn¿t raise her right leg. She would get spasms in her leg and feet, and needed to go up to 9.0 to get pain relief; the pain was sudden but she stated she wasn¿t sure. It was noted the location of stimulation hadn¿t changed. The patient wanted to try and turn stimulation off for a day to try and figure out where the pain was located. The manufacturer¿s representative (rep) was going to contact the patient to meet with her to possibly do an adjustment. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).